Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a right temporal headache, dizziness, forgetfulness, and was feeling "jittery." A head CT scan revealed an ischemic stroke with a new area of subtle right frontal cortical volume loss laterally representing an interval infarct. There was no acute hemorrhage or mass effect. The patient's anticoagulation at the time of the event was aspirin. No actions were taken in response to the event. The patient outcome was reported as resolved with unspecified sequelae. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral vascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remained ongoing on lvad support at the time of this event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.